Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie was not detected on bus. A field service engineer reseated rowboard cables to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had that cubie is not detected on bus. The customer mentioned that the malfunction occurred when trying to issue medication to patient. There were no adverse events or injuries reported based on this event.